Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was removed to suction a patient. When the circuit was reconnected the device was not working. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a manifold assembly. The service engineer evaluated the manifold assembly and could not verify the reported complaint. The manifold was placed into a test ventilator, run at different settings and it operated within tolerance each time. The reported event was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.